Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after a catheter and bag system was placed, a hole was identified in the drainage bag. As a result, the system was replaced with a new catheter and bag system. The next day, the patient spiked a fever and developed a confirmed urinary tract infection, as pseudomonas were found on the urine cultures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a catheter and bag system was placed, a hole was noticed in the drainage bag. As a result, the system was replaced with a new catheter and bag system. The next day, the patient spiked a fever and developed a confirmed urinary tract infection, as pseudomonas were found on the urine cultures.